Event description:
Additional information indicates that no surgical intervention is plan for the time being. The patient only uses the lead one percent of the time and is in a skilled nursing facility and is bed ridden. There has been no associated symptoms and the lead has good sensing.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range pacing impedances greater than 2,000 ohms and increased pacing thresholds. No adverse patient effects were reported. At this time, no further information has been made available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.